Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment for peritonitis included 1gm injections of vancomycin and fortum (route and frequency not reported). The patient was reported to be recovering from the reported event. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.